Event description:
It was reported that the patient underwent a left initial total hip arthroplasty (tha) on (B)(6) 2004 and a right tha on (B)(4) 2007. Subsequently, the patient was revised on (B)(6) 2014 on the left hip due to alleged elevated metal ions. After the left revision procedure, it was discovered that the wrong products had been implanted. The patient was revised the same day with a 38mm active articulation ball with -3 modular head. There has been no reported revision procedure on the right hip to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-08941 / -08943 & -09123 / -09124).